Manufacturer narrative:
Continuation of medical devices: product ID 8709, serial# (B)(4), product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-sep-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 20mg/ml morphine at 8.4mg/day and 20mcg/ml baclofen at 8.4mcg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient had a magnetic resonance imaging (MRI) scan. It was reported that the procedure was due to the device/therapy. The patient was getting a MRI due to a catheter tip lesion, and the hcp said there was a "device malfunction." The hcp believed the malfunction was related to a volume discrepancy according to the chart notes. It was reported the catheter tip lesion started back in 2008. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID 8709, serial# (B)(4). Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that a sideport study was done and they were unable to aspirate from the catheter. It was reported there was a t2 defect on the magnetic resonance imaging scan (MRI) at the tip of the catheter. The radiologist did not believe it was a granuloma. The hcp believed it was likely a non-functional catheter that was causing the volume discrepancy. The patient was being weaned off the drug and the system would likely be replaced in the future. The volume discrepancy was not resolved and the patient's weight was reported as (B)(6). No further complications were anticipated/reported.